Event description:
It was reported that patient was receiving a "current not delivered at the specified level probably limited by battery voltage, lead impedance, etc.¿. The patient was noted to be at a higher current when this message was received. Output was reduced to and the current was able to be delivered. Impedance was reported to be wnl at 4000 ohms. . Per the constraints of ohm's law, it is expected that the generator is unable to supply programmed current. The generator was replaced. During the replacement surgery, the surgeon had identified that the pin was not completely inserted past the second connector block. Surgeon had un-inserted and re-inserted pin on old generator, current was able to be delivered after this. Generator was replaced anyways as it was at low battery. Everything tested okay. The explanted generator has been received by the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Programming history was reviewed. No additional relevant information has been received.

Event description:
Product analysis (pa) for generator was completed. The device output signal was monitored for more than 24-hrs and no anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.